Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a perforation occurred. The unspecified target lesion was located in the distal diagonal artery. A choice 300 pt es j wire was advanced down into the target lesion, and a distal perforation was noticed. The perforation was not considered to be significant as no device was implanted to treat the dissection. The vessel was viewed and the pt was believed to be "fine". Six hours later, the pt complained of "pressure" and fluid was discovered. A pericardiocentesis was performed. The drain remains in place. No additional pt complications were reported. The pt is considered to be "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.